Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the patient received a follow-up letter asking when the event occurred and the patient reported (B)(6) 2018. The patient clarified the report of the device not working stating that at implant the plan was to implant the ins on the left side to target their lower back, however the doctor placed the ins on the right side sciatic nerve. The patient reported that the ins was pressing on the sciatic nerve and caused pain even when the ins was not on. When stimulation was turned on, the patient only felt stimulation in their knees and it inflamed their knees. When the stimulation was on the patient couldn't walk. It was reported that the ins was shut off to stop the knee inflammation and the ins was not charged because charging the ins pushed on the sciatic nerve more and put the patient in more pain. The healthcare provider (hcp) chose not to explant because ¿it was too much money and (B)(6) didn't cover it¿. Therefore, the issue was not resolved. The patient indicated that they weighed (B)(6) at the time of implant and that they have gained 20 pounds since. A list of doctors were sent to the patient to get a second opinion. The patient also mentioned that they did charge up the ins for an MRI and even though the ins was not turned on that caused them pain for two weeks. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s device was not working. The MRI technician stated that the patient¿s ins was ¿no longer working due to coverage, or the patient no longer had pain¿. It was indicated that the reason for their MRI was to possibly remove the system. No troubleshooting could be done due to a lack of access to the product. The event date was not collectable. No further complications were reported/anticipated.